Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the vibrate mode was not working on his pump and that he also received a motor error alarm. His blood glucose was unknown. The customer said that he had replaced the battery with a new one and that the battery icon on the pump does not show a low battery. During beep/vibrate anomaly, he said that the pump was set to beep and that the insulin pump did not vibrate when the act button was pressed after using the up arrow to set an easy bolus amount. Advised the customer to install a new battery and assisted him with performing a self-test. The pump did not vibrate during the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump's vibrate functioned properly and no anomaly noted. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.